Manufacturer narrative:
Argus case (B)(4).

Event description:
I choke on this [choking]. It is so hard to remove that I have a sore gums. I apply a lot of this and there are times it goes at the back of my mouth [soreness gum]. I apply a lot of this and there are times it goes at the back of my mouth [device use issue]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a (B)(6)-year-old female patient who received double salt dental adhesive cream (super poligrip ultra fresh (zinc free formula)) cream (batch number unk, expiry date unknown) for product used for unknown indication. This case was associated with a product complaint. Concomitant products included no therapy. In (B)(6) 2019, the patient started super poligrip ultra fresh (zinc free formula). In (B)(6) 2019, an unknown time after starting super poligrip ultra fresh (zinc free formula), the patient experienced device use issue. On an unknown date, the patient experienced choking (serious criteria gsk medically significant), soreness gum and product complaint. The action taken with super poligrip ultra fresh (zinc free formula) was unknown. On an unknown date, the outcome of the choking, soreness gum, device use issue and product complaint were unknown. The reporter considered the choking and soreness gum to be related to super poligrip ultra fresh (zinc free formula). It was unknown if the reporter considered the device use issue to be related to super poligrip ultra fresh (zinc free formula). Additional information adverse event information was received via call center representative on 20 february 2020. Consumer reported that, "I have a heck of the time removing the poligrip off my gums, how can I remove it off my gums? It is so hard to remove that I have a sore gums. I have the soreness a week ago, I apply a lot of this, there are times it goes at the back of my mouth, and I choke on this. I started using it about 3 months ago, and I last used it today". Follow up information was received on 20 february 2020 from quality assurance (qa) department regarding complaint (B)(4) (complaint number) and (B)(4) (issue number) for unknown lot number. The investigation reports concluded that, no sample was returned for this complaint and the lot or batch details were not received so a full investigation could not be completed. As this information was not available the complaint could not be substantiated and would be closed as inconclusive. Initial and follow up information was included in above narrative. Follow up information was received on 05 march 2020 from quality assurance (qa) department regarding complaint (B)(4) (complaint number) and (B)(4) (issue number) for unknown lot number. The investigation reports concluded that, no sample was returned for this complaint and the lot or batch details were not received so a full investigation could not be completed. As this information was not available the complaint could not be substantiated.